Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he received an unexpected restart alarm on the insulin pump today. Customer stated that his pump restarted and warned him about low power before turning off. Customer actually received an off no power alarm. Customer stated that they did not receive a low battery alert prior to the off no power alarm. Customer also received unexpected restart and external ram crc error alarms. Customer stated that the pump was dropped or bumped. Customer had used a new battery in the pump. Customer stated that the pump did not have any cracks on it. Customer performed a self test and the pump passed. Customer was advised to monitor the pump.